Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. Investigation summary: the device was visually inspected and two cuts were observed on the shaft with exposed metal, exposed braid were observed. Then, electrical test was performed on the catheter and it was found within specifications. However, the thermocouple values were found out of specification. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the shaft cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch® sf bi-directional navigation catheter. Half way through the procedure the temperature was lost from the thermocool® smart touch® sf bi-directional navigation catheter. The cable was exchanged without resolution. The catheter was exchanged and the temperature issue then resolved. The case was continued successfully. There were no patient consequences reported. The temperature issue was assessed as not reportable. The ablation cannot be performed since there is no radio frequency energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis lab received the device for evaluation and discovered on (B)(6) 2018 that there were two cuts 15 inches just below the handle. This catheter integrity issue was assessed as a reportable malfunction. The awareness date is reset to (B)(6) 2018.